Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An unrecoverable balance chamber pressure max alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The exact cause of alarm is unknown. Bcp alarms are typically indicative of restricted dialysate flow. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Occasional alarms during dialysis are expected and should not result in blood loss if device labeling is followed. No similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.